Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Pulmonary vein stenosis was found from a previous ablation procedure. It was discovered during a re-do procedure on (B)(6) 2025. The original procedure was an af ablation procedure that occurred on (B)(6) 2022. A tacticath se was used in the original procedure. The patient has been discharged.

Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.